Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated the patient had a change in therapy and pain relief. Cause: the patient did multiple exercises and stretches including yoga and the catheter pulled down from cervical spine into thoracic spine. The patient performed various exercises and stretches, including yoga, which caused the catheter to shift downward from the cervical spine to the thoracic spine. Action/intervention: new spinal segment was implanted (hg7ktud <(>&<)> hg882gg05) and catheter tip placed back at c2. Outcome: the issue was resolved. The physician has no further information for medtronic. The patient was alive and no injury

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was unknown. It was reported that the patient stated they have an issue with the pump that the doctor knows about. The patient explained that the catheter was implanted at the c2 of their spine and fell down to t2. The patient stated they have a surgery planned to "pull it up". The patient stated about 4 months ago was when the patient noticed an elevation in their pain and continue to their next refill so they had a "pumpogram" which showed the catheter had fallen. The manufacturer's patient services specialist (pss) reviewed considerations and the patient stated they had been doing stretches which included their neck. Pss redirected the patient to hcp to further discuss the issue.